Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. During troubleshooting with tandem technical support, insulin was not observed to be exiting the cartridge. Reportedly, the customer delivered a correction bolus, and changed the cartridge to resolve the issue.